Manufacturer narrative:
The cause of the discordant ahdl, ca, and cki results is instrument malfunction. A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the account and performed repairs. The cse replaced a defective photometric sampler, sample arm, sample cable conduit, and conduit adapter. They completed associated alignments. They verified proper sample mix and ran a system check which passed. The customer confirmed repairs with quality control. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant automated high density cholesterol (ahdl), calcium (ca), and creatine kinase (cki results were obtained on patient samples on the dimension exl with lm system. The results were not reported to the physician(s). The same samples were repeated and correct results were obtained and reported. There are no reports of patient intervention or adverse health consequences as a result of the discordant ahdl, ca, and cki results.